Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: removal of instrumentation. It was reported that intra-op, the tip of driver broke while removing a pedicle screw. The device came in contact with the patient. No fragment of the broken driver remained inside the patient. No patient complications were reported due this event.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.